Event description:
It was reported that forty-eight hours following an uneventful novasure endometrial ablation (done on (B)(6) 2013) the pt reported nausea, vomiting, and pain. No action was taken at that time. Three days following the ablation ((B)(6) 2013) the pt was "brought to the emergency room with shortness of breath, chest pain and cramping. A CT [computed tomograph] scan showed free air and fluid in the abdomen consistent with bowel perforation. She was taken to the operating room where a laparotomy was performed after a laparoscopy confirmed the presence of free flowing small bowel contents. The uterus was notable for a 1cm x 3cm line of white blanching across the fundus. The lateral edges of the line did not reach the cornual region on either side. At the edges of the line bilaterally was a focal charred area. There was a corresponding line of blanching on the small bowel with central necrosis and perforation. Approximately 7cm of bowel was resected and an end-to-end anastomosis was completed". On (B)(6) 2013, the physician reported "the pt is recovering well."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).